Event description:
It has been reported to philips that, system was not turning on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that it is not turning on. Review the system log file showed that malfunctioning geo-pc. Fse reinstalled the software on the geo-pc. After fse reinstalled the software on the geo-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.